Event description:
Reporting status: death/medical intervention. Reporting rationale: dissection requiring medical intervention, subsequent death. Device issue: none. It was reported that during the procedure, a 2.5x18mm mini vision stent was implanted at a marked bend jailing a diagonal branch. A dissection was noted distal to this newly deployed stent. A 2.5 x 23 mm mini vision stent delivery system (sds) was advanced but would not cross pass the previously implanted stent to treat the dissection. The sds was removed completely from the pt. On the second attempt to advance the, 2.5 x 23 mm mini vision sds, the stent dislodged from the balloon. An attempt to retrieve the dislodged stent was unsuccessful. The dislodged stent was left free floating in the pt's coronary. The pt was not able to tolerate the ongoing infarction and subsequent cardiac arrest and the pt died. No add'l event or pt info is available.

Manufacturer narrative:
The 2.5 x 23 mm mini vision sds mentioned, is being filed under another MFR#. Results and conclusion summation - dissection and death are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. These known pt effects are not necessarily and indication of a product quality issue. There was no reported device malfunction with the 2.5 x 18mm sds at the time of the procedure. However, in this case, a conclusive root cause cannot be determined for the reported pt effects and the relationship, if any to the device. Unfortunately, the manufacturing records could not be reviewed because the part and lot numbers were not reported.